Event description:
The arm sensor on a freestyle libre 14-day continuous glucose monitor gave me a reading of 378 moments after I woke from a full night's sleep. Per the device's suggestion, I performed a fingerstick test and inserted the test strip into the libre device within one minute of the initial sensor reading. That reading was 188. I scanned the arm sensor within the next minute and it gave a reading of 371. There was a 190-point different between the first and second reading, leading me to question the accuracy and usefulness of the reader and sensor. FDA safety report ID# (B)(4).